Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected as the country code was incorrect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely that the device was insufficiently reprocessed. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , a leakage was detected in the device a-rubber. The air leak inspection failed. Furthermore, device evaluation found foreign material in the distal end noted to be attributed to handling issue. Additionally, the following defects were identified during device inspection: electrical connector (el- connector ) corroded. Air/water (aw) and suction cylinder discolored. Light guide (lg) lens cracked. L-arm corroded. Connecting tube scratched. Lens glue worn (adhesive around objective lens has wear.). Angulation out of standard. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the bowden cable is worn out. According to the report, the customer does not want an onsite repairs. Per the reporter, no effect on the examination/on the patient/on the user due to error occurred during preparation for use or follow up. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material in the device distal end. This report is being submitted due to the finding of foreign material in the device distal end (handling , insufficient cleaning issue ) identified during device return evaluation .